Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform displacement test due to motor anomaly. No moisture damage found.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 330 mg/dl at the time of incident. The customer performed displacement test and the insulin pump passed. The customer stated that they were able to rewind the insulin pump. The customer performed self test and the insulin pump passed. The insulin pump was returned for analysis.